Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant procedure an atrial lead position check failure was noted on current electrograms (egm). Possible lead dislodgement was noted and the right atrial (ra) lead exhibited undersensing and high thresholds. The patient was sent for an xray as a result of the ra lead recording pacing spikes and odd timing intervals. It was found there were no sensed events on the atrial electrograms (egm). The ra lead sensitivity was adjusted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that right atrial (ra) lead dislodgement was confirmed. The ra lead was reprogrammed and a revision has been scheduled.